Event description:
It was reported by the customer that the instrument no longer works, due to physical damage. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Results: product analysis: received (B)(4) 2012, mxi notes : item in unrepairable, due to physical damage to the tip. (B)(6), asked for medtronic to dispose the item. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". The report is inconclusive as to the cause of the reported product problem. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention, we are filing this report as a product problem. These unique instruments have been designed to remove tissue and evacuate blood from the surgical site to provide optimal visibility in the most challenging areas of the sinuses, such as the sphenoid sinus and frontal recess. These instruments work particularly well in trans-sphenoidal procedures. It is the responsibility of the surgical team to select the appropriate instrument for each case, check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments. Do not bend, pry, or use excessive force, breakage or failure of the instrument could occur resulting in possible harm to the patient or user. Inspect components for any damage, before and after each use. If damage is observed do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use.

Manufacturer narrative:
Final analysis results: this instrument is called out to be used on soft tissue only and several units have been damaged due to end users attempting to use on hard tissue or bone. This damage appears similar to the damage seen on previously returned units that were damaged due to use on the hard material or damaged due to excessive force by the end user. (B)(4).